Event description:
The customer reported that his blood glucose result reached 400mg/dl while wearing a pod. He was not sure if the cannula was inserted properly. He disposed of the pod prior to calling and did not provide the product lot number.

Manufacturer narrative:
The device was discarded and will not be returned for eval. We are unable to determine if any malfunction or other product condition could have contributed to the reported hyperglycemia. The customer reported that the cannula may not have been inserted properly. This condition could interrupt insulin delivery and contribute to hyperglycemia. The omnipod user guide warn,"check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and, "because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. If it is untreated, severe hyperglycemia can quickly lead to diabetic ketoacidosis (dka). Dka can cause breathing difficulties, shock, coma, or death. If insulin delivery is interrupted for any reason, you may need to replace the missing insulin - usually with an injection of rapid-acting insulin. Ask your healthcare provider for instructions on handling interrupted insulin deliver." It also warns, "test results greater than 250mg/dl mean high blood glucose (hyperglycemia). If you get results above 250mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250mg/dl, follow the treatment advice of your healthcare provider." No lot qualification records were reviewed, as the product lot number was not provided.